Manufacturer narrative:
Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 5260528. (B)(4) samples were received for inspection. These (B)(4) confirmed the indicated failure mode. Conclusion: multivac knives are cutting into the blister packages and product during the sealing process. CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan.

Event description:
It was reported that the bd vacutainer® push button blood collection sets had a tube disconnected, before product use. No injury or medical intervention reported.